Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An unspecified quantity of patients underwent an anterior spine fusion wherein actifuse was applied. Six to twelve months post-surgical, the rate of fusion was assessed by radiographs and CT scans to determine the integration of the graft with the surrounding bone. An unknown quantity of patients ¿showed partial fusion or no fusion¿. Circumstances that influenced the fusion rate included the quality of the patient's bone, implant stability and surgical technique. Some patients with inferior bone quality or postoperative complications showed lower fusion rates." No further information was available at the time of this report.